Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device /migration of essure device location of device: corneal region,") and pregnancy with contraceptive device ("pregnancy (no complication)") in a 34-year-old female patient who had essure (batch no. 857695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, depression and anxiety outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, device dislocation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: left device occluded, right device migrated. Most recent follow-up information incorporated above includes: on 1-aug-2018: pfs received. Reporter information updated. Patient¿s demographic information, lot number were added. Added event pregnancy (no complications), depression, mental anguish. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device /migration of essure device location of device: corneal region,/migration of essure device location of device: uterine cavity") and pregnancy with contraceptive device ("pregnancy (no complication)") in a 34-year-old female patient who had essure (batch no. 857695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 3 months after insertion of essure. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pregnancy with contraceptive device, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, device expulsion and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left device occluded, right device migrated unilateral occlusion (left tube occluded. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received patient information was added. Event device dislocation updated with device expulsion. Treatment drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device /migration of essure device location of device: corneal region,/migration of essure device location of device: uterine cavity") and pregnancy with contraceptive device ("prgnancy (no complication)") in a 34-year-old female patient who had essure (batch no. 857695-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 3 months after insertion of essure. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pregnancy with contraceptive device, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, device expulsion and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left device occluded, right device migrated unilateral occlusion (left tube occluded. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration of device /migration of essure device location of device: corneal region/migration of essure, device location of device: uterine cavity'). In a 34-year-old female patient who had essure (batch no. 857695-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. The patient's medical history included: gravida ii and parity 2. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 3 months after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complication)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pregnancy with contraceptive device, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. And the genital haemorrhage had resolved. Pregnancy related information: retrospective report, the patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, results: left device occluded, right device migrated. Unilateral occlusion: left tube occluded. Pregnancy test: on an unknown date, negative. Lot#: 857695 invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device /migration of essure device location of device: corneal region,/migration of essure device location of device: uterine cavity, malposition, implant lying outside the fallopian tube') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 34-year-old female patient who had essure (batch no. 857695-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2, spotting vaginal, abdominal pain, nausea, vomiting, diarrhea, cholecystectomy, yeast infection, vaginal discharge, uterine fibroids, irregular menstrual cycle and multiparous. Concomitant products included medroxyprogesterone acetate (depo-provera) and miconazole nitrate (monistat). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 3 months after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("prgnancy (no complication)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and vaginal haemorrhage ("vaginal haemorrhage "). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic inflammatory disease, pregnancy with contraceptive device, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration. Right: 3 trailing coils, left: 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left device occluded, right device migrated unilateral occlusion (left tube occluded. Pregnancy test - on an unknown date: negative. Lot # 857695-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient race, medical history, concomitant medications, event: pelvic inflammatory disease, delivery date, delivery notes, rcc added. Pregnancy outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device /migration of essure device location of device: corneal region,/migration of essure device location of device: uterine cavity') in a 34-year-old female patient who had essure (batch no. 857695-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 3 months after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("prgnancy (no complication)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and vaginal haemorrhage ("vaginal haemorrhage "). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pregnancy with contraceptive device, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left device occluded, right device migrated unilateral occlusion (left tube occluded. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jun-2020: plaintiff fact sheet revived, event "abnormal bleeding (vaginal, menorrhagia )", patient relevant information added, event prgnancy (no complication) downgraded as non-significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device /migration of essure device location of device: corneal region,/migration of essure device location of device: uterine cavity') and pregnancy with contraceptive device ('prgnancy (no complication)') in a 34-year-old female patient who had essure (batch no. 857695-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 3 months after insertion of essure. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on 25-apr-2014. At the time of the report, the device expulsion, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, device expulsion, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left device occluded, right device migrated unilateral occlusion (left tube occluded. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. New event abnormal bleeding was added. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: left device occluded, right device migrated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.